Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, and the right ventricular (rv) lead exhibited undersensing as r-waves dropped. The day after implant the ra lead was revised and remains in use, and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.